Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported the stapler failed to identify load color and failed to open. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no damage observed. The procedure performed was a robotic gastric bypass and the issue occurred while stapling bowel tissue. The issue did not trigger any system faults. The jaws were not stuck on tissue and there were no adverse effects. There was no unexpected tissue removal, and no bleeding involved. The procedure was completed by using another stapler.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The sureform 60 stapler instrument was analyzed, and the complaint was not confirmed by failure analysis. A visual inspection displayed no signs of physical damage. The channel sprang back open when in the unclamped state. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The stapler was tested in-house, and the instrument initialized, clamped, fired, and unclamped without any issues. The instrument fired successfully using a green 60 reload. The cutline appeared smooth and consistent, with no jagged edges or tearing observed. All staples were deployed and correctly formed into the proper b-shape. Reviews of system logs were unable to verify any failures. The instrument was fully functional. The instrument was found to have a lodged staple in the I-beam assembly. Although the instrument has a lodged staple in the I beam assembly, it passed an initialization test when placed in on an in-house system. The staple was removed from the instrument and one staple was confirmed. The sureform 60 reload accessory was returned to isi for evaluation and there was no damage found. There are no device related failures. The reload was returned unused and unfired. A visual inspection displayed no signs of physical damage to the cartridge, knife, pushers, or cover. The reload was attached to an in-house golden instrument and placed and driven on an in-house system. The reload attached to and removed from the instrument without any issues on multiple attempts. The instrument passed the recognition and engagement tests. The instrument initialized, clamped, fired, and unclamped without any issues using the returned reload. The reload cover was removed and inspected after firing. There was no damage to the reload or its components. No product issue was identified. The probable root cause is attributed to loose staples from firing across staple lines or not having a full bundle of tissue between the jaws during use. Loose staples that do not go into tissue can be dragged into the I-beam slot as the I-beam retracts during unclamping. Increased drive train friction during calibration due to a staple lodged in the path of the I-beam can prevent the instrument from registering the reload color, which then results in an initialization failure.